Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to diabetic ketoacidosis on (B)(6) 2019. The customer blood glucose level was 400 mg/dl at the time of hospitalization. The customer declined troubleshooting. The customer was treated with manual injection and insulin during hospitalization. The customer did not experience any symptoms related to diabetic ketoacidosis. Customer was unable to complete carelink upload. The insulin pump will not be returned for analysis.